Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer stated he was having difficulties getting insulin. Customer's other blood glucose value was 600 mg/dl. Customer stated they drank water during the bolus delivery. Customer stated he received the 25 u insulin and the call dropped. The device will not be returned for analysis.